Manufacturer narrative:
The exact event date was not available; therefore, the date 02/07/2025 was used as an estimate.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary retention; therefore, the patient was catheterized for a month to drain the bladder. Once the catheter was removed, the device was activated, and it was noted that there was no stream on voiding but dribbling instead. No revision surgery has been scheduled, and no additional patient complications were reported.